Event description:
It was reported that a flogard infusion pump presented the f-49 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The cause of f-49 alarm was determined to be settings out of configuration. In order to correct the condition, the configuration settings were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.